Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-may-2018. The most recent information was received on 30-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("nickel allergy"), hemiparaesthesia ("paresthesia and anesthesia on face and right half-body") and hemianaesthesia ("paresthesia and anesthesia on face and right half-body") in a 43-year-old female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), malaise ("malaises"), fatigue ("fatigue"), migraine ("migraine"), dysgeusia ("dysgeusia"), anosmia ("anosmia"), dizziness ("dizziness sensation"), memory impairment ("mnemonic disorders") and micturition urgency ("urges to urinate"). The patient was treated with surgery (uterine horn resection in order to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, hemiparaesthesia, hemianaesthesia, malaise, fatigue, migraine, dysgeusia and anosmia was resolving, the dizziness and memory impairment had resolved and the micturition urgency outcome was unknown. The reporter considered allergy to metals, anosmia, dizziness, dysgeusia, fatigue, hemianaesthesia, hemiparaesthesia, malaise, memory impairment, micturition urgency and migraine to be related to essure. The reporter commented: follow-up from pharmacist: since the implantation of essure, a lot of symptoms occurred that led to some etiologic work-up, gastric and intestinal, rheumatologic and neurologic. All these work-ups were negative. Clinical consequences and actual state of the patient: diagnostic hysteroscopy did not lead to endometrial abnormality then bilateral uterine horn resection in order to remove essure. One month after the removal of implants, there was a marked improvement of symptoms with stop of dizziness sensation and mnemonic disorders. The patient reported urges to urinate that did not happen before and for which there was no explanation. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: an allergy work-up found nickel allergy. Gastrointestinal examination - on an unknown date: negative. Hysteroscopy - on an unknown date: diagnostic hysteroscopy did not reveal an endometrial abnormality. Investigation - on an unknown date: rheumatologic work-up negative. Neurological examination - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-jan-2019: case (B)(4) was identified as a duplicate of this case, all information was added to this case. Pharmacist reported: since the implantation of essure, a lot of symptoms occurred that led to some etiologic work-up, gastric and intestinal, rheumatologic and neurologic. All these work-ups were negative. From a neurologic standpoint, except for the headache, there were paresthesia and anesthesia on face and right half-body with association of dysgeusia and anosmia. In this context an allergy work-up found nickel allergy. Patient reported urges to urinate that did not happen before and for which there was no explanation. Events added: migraine, paresthesia and anesthesia on face and right half-body, dysgeusia, anosmia, nickel allergy, dizziness sensation, mnemonic disorders, urges to urinate. Outcome was added (resolving or resolved) and relationship (related). Legacy device report number from duplicate case: 2951250-2019-00479. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) , (B)(4)) on 15-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure was scheduled") in a female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), malaise ("malaises"), fatigue ("fatigue") and nervous system disorder ("neurological disorders"). The patient was treated with surgery (removal is scheduled on (B)(6) 2018). At the time of the report, the medical device removal, malaise, fatigue and nervous system disorder outcome was unknown. The reporter provided no causality assessment for fatigue, malaise, medical device removal and nervous system disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-may-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 756 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 15-may-2018. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure was scheduled") in a female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), malaise ("malaises"), fatigue ("fatigue") and nervous system disorder ("neurological disorders"). The patient was treated with surgery (removal is scheduled on (B)(6) 2018). At the time of the report, the medical device removal, malaise, fatigue and nervous system disorder outcome was unknown. The reporter provided no causality assessment for fatigue, malaise, medical device removal and nervous system disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-sep-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1808378) on 15-may-2018. The most recent information was received on 08-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure was scheduled") in a female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), malaise ("malaises"), fatigue ("fatigue") and nervous system disorder ("neurological disorders"). The patient was treated with surgery (removal is scheduled on (B)(6) 2018). At the time of the report, the medical device removal, malaise, fatigue and nervous system disorder outcome was unknown. The reporter provided no causality assessment for fatigue, malaise, medical device removal and nervous system disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 757 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2018: quality-safety evaluation of ptc. FDA codes and lot manufacturing and expiration dates were added as well incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.